Event description:
It was reported that the patient with this pacemaker expired. The field representative reported that, following the implant procedure of this pacemaker and associated right atrial lead, the patient developed a pocket hematoma. A successful hematoma evacuation was performed. Positive blood cultures necessitated adjustment of her antibiotics. The patient had previously had a mitral valve replacement and was on anticoagulant therapy. The patient was cleared for discharge a few weeks after the device implant and passed away approximately a week and a half later. It was reported that the physician did not believe the device caused or contributed to the patient's death. No autopsy was performed and no information was provided regarding the whereabouts of the device system post-mortem.